Event description:
It was reported that during an unknown procedure, it was reported that the device did not work as it should. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information 03/02/2010: when firing, the clips dropped or did not form as desired.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.